Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber and the fiber tip burned at 10,873 joules. No pt injury was reported. The device was not returned for eval.